Manufacturer narrative:
Upon follow up it was reported the patient experienced sepsis (unknown date). The cause of and treatment for the sepsis event was not reported. It was further reported the patient passed away in the hospital. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with vancomycin injection (1 gm, once in 4 days, ongoing) and amikacin injection (100 mg, once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.